Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose ranged from 100-110 mg/dl. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.